Event description:
It was reported by surgeon that a preloaded intraocular lens had scratches that were noticed after implantation. Viscoelastic was leaking out from the side of the cartridge. No additional information was provided.

Manufacturer narrative:
Section d6b: if explanted, give date: section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information indicated that the lens had some defects. As a result, the lens was removed and replaced with a backup lens during the same procedure. No additional information was provided. The following sections were updated accordingly: section b5: it was reported by surgeon that a preloaded intraocular lens had scratches that were noticed after implantation. Viscoelastic was leaking out from the side of the cartridge. Additional information indicated that the lens had some defects. As a result, the lens was removed and replaced with a backup lens during the same procedure. No additional information was provided. Section h6: health effect - impact code 2199 is no longer apply and are updated by code 4631 - more complex surgery. Device evaluation product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Conclusion. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.